Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided in the event and subsequent analysis contained within this record, it was concluded that this event does meet the FDA defined criteria for a reportable event; therefore, the MDR decision has been re-run and updated to a not reportable event.

Event description:
This device has been considered as an un-reconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). The analysis results found that the sr75 cartridge was received in good visual conditions. The reload was received fully loaded and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.